Manufacturer narrative:
The event for heat was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The technician visually confirmed the bearing was shattered. A shattered bearing will limit the rotational properties of the device causing a thermal event. The device was scrapped at the manufacturer.

Event description:
It was reported that the sagittal saw attachment heated up during a procedure. The procedure was completed successfully with no patient or user injuries and so adverse consequences.

Event description:
It was reported that the sagittal saw attachment heated up during a procedure. The procedure was completed successfully with no patient or user injuries and so adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.